Event description:
During an angioplasty, upon the introduction of the needle into the vein, there was a lack of blood return. After puncturing the vessel three to four times, the physician eventually pulled the needle out of the vessel wall and wired the needle lumen. From inside the needle lumen came a long cylinder piece of plastic plug, perfectly conformed to the needle.